Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardioverter defibrillator exhibited failure to capture. The pacemaker was reprogrammed and the patient was in stable condition.